Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Factors not associated with the manufacture or design of the device which could result in damage to the black shrink tube is the device coming into contact with a hard object, or improper insertion or removal from an apparatus. Warning and precautionary statements are outlined in the instruction for use (¿IFU¿). There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that after the wand was inserted a thin ribbon of black plastic was observed and it was removed with a shaver. There was no delay or patient injury reported.